Manufacturer narrative:
Date of event estimated. No explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information was received stating surgical intervention took place where the full system was explanted to address the issue. It is unknown how the infection is being treated, and the manufacture representative will not be receiving further updates regarding the status of the infection.

Manufacturer narrative:
Date of event estimated.